Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the ez45b instrument staple malformed on firing and bleeding was observed. Another instrument was used to complete the case.